Manufacturer narrative:
The insulin pump alarmed a33 during the basic occlusion test due to protruded loose drive support disk. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, scratched lcd window, cracked lcd window, scratched reservoir tube window, reservoir tube window cracked, case scratched and stained end cap sticker.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed during prime and insulin was squirt out of the tubing. Numbers didn't appear on the screen. Blood glucose value is 158 mg/dl. Nothing further reported.